Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. The transmission showed that the right atrial (ra) lead failed to capture. Additional troubleshooting was recommended. No intervention was performed at this time. The patient was in stable condition.